Event description:
As reported by a field clinical specialist, during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia, the valve was successfully deployed and at the time of deployment and at full expansion the 23mm commander delivery system balloon burst. The balloon was retrieved intact with no injury to the patient. The patient is stable.

Manufacturer narrative:
The investigation is ongoing. The delivery system was not returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint was unable to be confirmed. As the device was not returned and no imagery was available, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. In this case, ''the valve was successfully deployed and at the time of deployment and at full expansion the 23mm commander delivery system balloon burst.'' While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressures, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall may burst via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.